Event description:
In 11/2004 the pt contacted lifescan alleging that their surestep enhanced meter was reading inaccurately low. The medical affairs specialist mailed a latter since the pt could not be reached by telephone. In 2004 the pt received results of 5 mg/dl and 3 mg/dl and took their oral medication. They later started feeling nauseated and drowsy. The results are considered erroneous on their face since an individual is expected to have altered consciousness with such a low blood glucose values. At some point in time they went to the ER due to the low results. They tested high and was released following an insulin treatment. The blood glocose result obtained at the hosp was not provided. The customer care representative (ccr) discovered that the pt had been incorrectly cleaning the puncture area and not cleaning the meter according to the owner's manual. The test strips were in good condition, within expiration date, stored properly, and not opened longer than the discard date. The ccr was unable to walk the pt through quality control testing, as the control solution had expired. It would have been helpful to know pt's testing frequency, medication regimen, the ER blood glucose results, and the time difference between testing at home and the ER. The pt did not allege harm. Based on the info supplied by the pt, there is no indication that the product malfunctioned. However, there is an indication that they expereinced injury and medical intervention due to possible use errors. The pt obtained abnormally low results, experienced hyperglycemic symptoms, and was treated for high blood glucose levels at the ER. The meter, test strips, and control solution were replaced.